Event description:
Event description guidant received information that this intervene transvenous defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited a pacing impedance measurement from 300 to 3000 ohms and ventricular oversensing of the atrial output of this concomitant implantable pacemaker (ipm).